Manufacturer narrative:
The DHR was reviewed and it was noticed that this lot had 4800 pieces that were manufactured from 7/26/2017 to 7/27/2017. No defects were reported during quality inspections. Based on the DHR, this does not appear to be the result of a personnel, process or material issue. At the time of this report, the device had not been returned for evaluation. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer is reporting that they found a hole in a drape. No injury or treatment was reported for the incident.